Manufacturer narrative:
Correction provided in h10. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the final culture results are not available and no cause of the peritonitis has been established, all dialysis treatments include risk of infection due to the decreased immune defenses of the patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On 27/may/2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on 30/may/2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the final culture results are not available and no cause of the peritonitis has been established, all dialysis treatments include risk of infection due to the decreased immune defenses of the patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On 27/may/2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Event description:
On (B)(6) 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.